Event description:
It was reported that the customer was hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 28 mmol/l. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with intravenous insulin infusion. They had battery failed alarm. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.